Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was not impacted. A supply change was performed resolving the past occlusion. A system check was performed and the pump performed as intended. Tandem technical support advised the customer to place the pump in a case to address any temperature changes that may have caused the occlusions.